Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. After the trunk-ipsilateral leg deployment, the contralateral leg was deployed at the contralateral gate. However, as the physician misread the position of the gold marker, the contralateral leg unintentionally covered the right internal iliac artery. The physician tried to push the contralateral leg up using the balloon, but failed. After the extending of the ipsilateral leg by another contralateral leg, the procedure ended. The patient tolerated the procedure.